Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
While reporting a revision for the patient's left knee, it was reported to the rep that the patient had a left knee revision previously due to aseptic loosening of the femoral component. Rep was able to provide the usage sheet from the prior surgery, and confirmed that no further information will be released by the hospital or surgeon.